Manufacturer narrative:
Testing and investigation found the device was warm to touch and the device fan was not turning as expected. The device did not alarm with a s233 malfunction alarm code; however, were noted in the device history. Further testing found a broken red wire on the fan assembly and the fan extension cable was twisted. The probable cause was due to improper installation of the fan assembly by the customer at the user facility. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventive maintenance testing the device alarmed with a s233 (over temperature error) malfunction alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. The customer contact reported during testing at the user facility the device fan was replaced; however, the device continued to alarm with a s233 malfunction alarm code. No additional information was provided.